Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing was completed to assess the lead¿s electrical performance; measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found the lead body was twisted, and the insulation was cut through to the lumens at 295 mm from the terminal pin with blood present within the lumens. The medical adhesive was separated from the insulation at the proximal end of the distal shocking coil and the shocking coil was stretched in this area. Blood was also noted in the helix housing. Laboratory testing was unable to reproduce the reported clinical observations of high pacing thresholds and dislodgement.

Event description:
Boston scientific received information that this patient implanted with this right ventricular (rv) lead presented for a routine follow up. During the device check, increased pacing threshold measurements were observed. Sensing and impedance measurements were normal. A lead dislodgement was suspected. A revision procedure was performed and this lead was explanted without issue. No additional adverse patient effects were reported.